Event description:
It was reported that during an internal carotid artery (ica) aneurysm case, while the operator was locating the tip of the subject stent, it was found that the tip of the subject stent was expanded abnormally. The presence of an acute thrombus in the stent was then confirmed. The operator performed negative aspiration using a catheter and found that a thrombus was attached to the tip of the subject stent upon removal. After cleaning it, the operator attempted to retract it back into the microcatheter; however, the subject stent could not be re-captured. The operator pushed it again to check and then he found the middle mesh of the subject stent was deformed. The procedure was completed successfully with another device and the patient has been discharged from the hospital.

Manufacturer narrative:
D4: gtin - corrected. G4: PMA/510(k - corrected. D9 / h3: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. H3: device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject stent was returned having been deployed, it was deformed with frayed braid edges and the wire mesh was compressed towards the middle creating a bulging effect. The subject stent delivery wire (sdw) was found to be kinked/bent 0.7cm, 4.2cm and 6.3cm from the distal end. There was no anomaly noted with the stent introducer sheath. Functional inspection could not be performed as the subject stent was returned detached from the sdw. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The size of the subject stent was appropriate for treatment site. The patient¿s anatomy was moderately tortuous. In the physician¿s opinion, in-stent acute thrombus may be related to subject flow diverter. In the physician¿s opinion, the reason for the event was device related. The physician does not feel that the anatomy and/or location of intended area of treatment may have contributed to the reported event. No excessive force was applied at any point while advancing the subject stent within the microcatheter. The subject stent delivery microcatheter was retracted in a continuous movement while maintaining the position of the subject stent delivery wire. The position of the subject stent was confirmed under fluoroscopy. There was no resistance during advancement of the subject stent delivery system through the patient¿s anatomy. There was no resistance encountered during the implant (subject stent) deployment. The operator tried to recapture the flow diverter back into the microcatheter but failed. The subject stent will be returned attached to the sdw. The adverse event did not result in inpatient hospitalization or prolongation of existing hospitalization. The patient is not on added medication or treatment due to the reported events. The patient has been discharged from the hospital. Product analysis found the subject stent had been deployed, which most likely occurred when the device was removed from the patient. The subject stent was deformed with frayed braid edges and the wire mesh was compressed towards the middle creating a bulging effect. The sdw was found to be kinked/bent 0.7cm, 4.2cm and 6.3cm from the distal end which indicates the device encountered a force during use. It is most probable the subject stent became deformed either as a result of the thrombus or during removal of the thrombus. An assignable cause of procedural factors will be assigned to the as reported stent improperly deployed, flow diverter stent difficult/unable to re-capture into microcatheter and stent deformed in addition to the as analyzed stent deformed, sdw kinked/bent and stent deployed prematurely during preparation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of anticipated procedural complication will be assigned to the as reported patient vessel thrombosis as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during an internal carotid artery (ica) aneurysm case, while the operator was locating the tip of the subject stent, it was found that the tip of the subject stent was expanded abnormally. The presence of an acute thrombus in the stent was then confirmed. The operator performed negative aspiration using a catheter and found that a thrombus was attached to the tip of the subject stent upon removal. After cleaning it, the operator attempted to retract it back into the microcatheter; however, the subject stent could not be re-captured. The operator pushed it again to check and then he found the middle mesh of the subject stent was deformed. The procedure was completed successfully with another device and the patient has been discharged from the hospital.